Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced nausea, vomiting, and ketones. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.